Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned photos of a 3/10c syringe. Customer states that a syringe was packed in a polybag with its shield separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for shield separates due to unknown lot number. Conclusion: based on the samples and/or photo(s) received the investigation concluded -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause:"on (B)(6) 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, translated from (B)(6): ¿before use, a customer found that a syringe was packed in a polybag with its shield separated from the hub.¿